Event description:
It was reported a patient experienced encapsulating peritoneal sclerosis (clinical grade I) coincident with peritoneal dialysis (pd) therapy and subsequently passed away. The encapsulating peritoneal sclerosis was manifested by nausea, vomiting and partial adhesion of the intestine. It was not reported if the patient was hospitalized for the event. The cause of the encapsulating peritoneal sclerosis was unknown. The patient received prednisolone 30 milligram per day orally (duration not reported) as a treatment for encapsulating peritoneal sclerosis. Surgical enterolysis was not performed. On an unreported date, pd therapy was discontinued. On an unreported date, the patient passed away. It was reported the cause of death was due to encapsulating peritoneal sclerosis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date within six months after discontinuation of pd therapy, the patient experienced encapsulating peritoneal sclerosis of clinical grade 1. (B)(6). This is a literature study report from (B)(6) which was a nationwide, multicenter, prospective observational study that was launched in 2007 to examine the current clinical status of encapsulating peritoneal sclerosis in representative peritoneal dialysis centers in (B)(6) from november 2008 to march 2012. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.